Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc), but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the event occurred due to any of the following possible causes. Unexpected stress was applied to the camera head part and the ccd unit broke down due to the user's handling. That caused no image display. According to the repair history, ccd had not been replaced since the subject device was manufactured in 2006. Ccd might have broken down due to aging deterioration and no image was displayed. The above device handling for the ccd unit breakage has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that there was a image problem. During the incoming inspection for repair at olympus service operation repair center (sorc), it was found that image was not displayed due to ccd failure. There was no report of patient injury associated with the event.